Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found no leak and observed the solenoid wash collar vacuum valve working properly. Although no obvious defects were found, fse replaced the vacuum valve for customer satisfaction. Upon further analysis it was confirmed that the solenoid collar wash vacuum valve was the failure mode for the reagent probe leak. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a reagent probe a leak in the unicel dxc 600i synchron access clinical system. The leak was wash solution and was contained within the unit. The customer was wearing personal protective equipment (ppe) during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. The customer confirmed that no erroneous results were generated in connection to this event.